Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient was hospitalized (B)(6) 2016. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection of the device revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at some spacing with one type of external processor. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge led to an overload voltage, damaging structures on the electrode ground ring case node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
.